Event description:
Per the info provided to co by the physician's office, the device was removed due to a tubing leak. As reported to co, the pump was removed and replaced, leaving the rest of the device in place. 4/30/97 - per requested info received from the physician/surgeon's office, he stated that the leak was in the tubing at pump junction. In addition, he noted that when the device was implanted, inadequate tubing lengths were observed.